Event description:
The vitrectomy cutter failed to aspirate during a vitrectomy procedure, causing increased ocular pressure and serve inflammation. The procedure was delayed. Another cutter was used to complete the procedure. The pt was treated with medication and has recovered.

Manufacturer narrative:
Possible user interface contributed to the event.